Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with syringe and the pump. The customer had symptoms such as feeling thirsty, sick and frequent urination. The customer stated that he changed out the set three times and had blood glucose readings go from 500 mg/dl to 328 mg/dl to 400 mg/dl. The customer stated that he is fine now.